Manufacturer narrative:
One wet fluidics management system cassette was visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The sample was tested using a console. The sample could be recognized and the service data could be retrieved from the console. During priming, the irrigation and aspiration valves turned properly. However, the sample failed to prime, and generated a vacuum check failure error code. After purging the cassette with air and water, attempted to prime cassette again, the same system message code appeared. Functional testing specific to the customer's complaint could not be performed due to the vacuum check failure during the priming stages. The root cause of the customer¿s complaint could not be confirmed as we are unable to verify the customer's complaint with functional testing of the complaint failure mode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported clogging of the fluidics management system during a cataract procedure when performing viscoelastic aspiration. The product was replaced. The procedure was completed without harm to the patient. Additional information and product sample have been requested for this event.